Event description:
Info received indicates the valve was retrieved after eight days implant duration when tee showed significant insufficiency with leaflet disruption noted from one cusp stuck in the open position. The pt demonstrated low cardiac output and congestive heart failure. Product inspection during the case found no implant suture observed trapped within the valve. One cusp, positioned at the non-coronary aspect, was seen permanently open and the valve was replaced with no subsequent pt complication reported.